Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a low blood glucose value and discrepancies between the sensor and blood glucose readings. Customer's blood glucose reading was 43 mg/dl. Customer declined to troubleshoot. Nothing was replaced or returned.